Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with a complaint of "unit noisy" there was no report or evidence of illness, injury or medical treatment associated with the complaint. The unit had 17,347 hours and was found to have worn sieve beds and compressor cup seals. While servicing the unit, it was determined the audible alarm was not functioning to specification. The device was serviced and now meets manufacturer specifications.